Event description:
It was reported that during an operating room case the surgical technician reached under the sterile drape and poked herself with a needle that was laying underneath the drape. The surgical technician was given a dt 0.5ml im. Additional event information has been requested.

Manufacturer narrative:
(B)(4) - the device information for use cautions that "users should exercise caution when handling surgical needles to avoid inadvertent needle sticks". This medwatch report is in response to receipt of maude event report (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that there has been no adverse effects to the surgical technician.